Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7079224.

Event description:
It was reported that the patient underwent a lead replacement procedure due to high impedances. The patient was doing well postoperatively and the explanted leads were not returned.